Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date at the end of september 2023. Fiducial markers were placed transperineally the same day. The procedure was performed under general anesthesia. Computed tomography (CT) in october 2023, showed a good placement with a very low bowel. The initial planning magnetic resonance imaging (MRI) was read and a substance in the peri-rectal space was noted, however, the physician stated that was unsure if the substance could be blood or the hydrogel. The patient started photon-based radiation in the end of october and completed 20/28 treatments. In november magnetic resonance imaging (MRI) it was noted that the spaceoar was diminishing and completely disappeared. Another MRI was performed, and it showed a dark black hole in the interior rectum area where the hydrogel used to be. The hole seems discrete and do not continue to the lumen of the rectum. Due to the event, the initial computed tomography (CT) planning was reviewed, the hydrogel was seemed at the baseline, but not obvious sign of rectal wall infiltration. In the initial magnetic resonance imaging (MRI), there was a horizontal band of lightness in the upper third of the rectum, that could be interpretated as a rectal wall infiltration of the hydrogel. The patient does not have any symptoms; however, the radiation treatment was put on hold on.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the description of the event. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.